Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch verio iq meter was giving inaccurately high readings. The patient obtained the blood glucose readings of 235 mg/dl and 125 mg/dl on the reported meter, and the laboratory results of 203 mg/dl and 97 mg/dl within 10 minutes. The patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The patient experienced no symptoms and he denied seeking medical attention. However, as the test results fell outside expected values for meter-to-lab accuracy testing this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.